Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786, ubd: unknown, UDI: unknown; product ID: 9735787, ubd: unknown, UDI: unknown; product ID: 9736411, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to issues with the scan loading due to the unresponsiveness a110201: applicable to system becoming unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system became unresponsive when trying to load scans via disc. The user was unable to interact with the software through touch or mouse. After waiting for the system to proceed for a few minutes, the disc was removed and was able to load on other system on site. Technical services (ts) had the manufacturer representative (rep) connect a keyboard to the system, but was unable to open a terminal window. There was no response when trying alt + tab, alt + f4, ctrl + alt+ delete. Ts had rep hard shutdown the system, disconnect from wall power, hold the power button for 15 seconds, plug the system back in, and try to boot the system. The rep noted waiting longer than 5 seconds between plugging system in and trying to boot system. The rep had to press power button more than once to get response. The rep booted to log in screen. When entering application and pressing ent procedure tile, the background of ent tile became dark gray with green vertical stripes of different widths, also reported looking pixilated. A computer replacement was awaited under a previous case. There was no patient involved.

Manufacturer narrative:
H3) logs were reviewed. Logs captured two application sessions on the date of issue. One of the session logs captured that the images were trying to be imported from a cd; however, during search_dicom_media, the application froze, and logs recorded an error of "problem handling new gpu data." During this time, the system logs showed a gpu crash, causing the system to become unresponsive. After restarting, the gpu was not able to recover from the previous crash; hence, logs recorded "no nvidia graphics adapter found," which led to "no video detected" messages being displayed to the user. This issue is consistent with the following known software issue. Recommend closing this test track item: tt #(B)(4). Software version: 2.1.0, os version: 2.0.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.